Event description:
It was reported that during a revision surgery of a shoulder procedure a dislodged 'regeneten' implant was removed from the patient's shoulder that was implanted 5 months before. The procedure was successfully completed with a non-significant delay. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The information provided is insufficient to perform a thorough medical investigation or to determine the root cause of the reported failure. Since there were no other patient complications reported, no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in b5.

Event description:
It was reported that during a revision surgery of a shoulder procedure due to a dislodged regeneten implant was removed from the patients shoulder that was implanted 5 months before. The procedure was successfully completed with non-significant delay. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).